Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05045.

Manufacturer narrative:
Primary and associated lead information is unknown at this time, other than models are octrodes. Therapy dates of leads: (B)(6) 2019. Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05045. It was reported the experienced high impedances on one contact during a programming session on (B)(6) 2019, but therapy was unaffected at the time. The patient later underwent an ipg replacement on (B)(6) 2019, and the patient¿s two octrode leads were connected to the new ipg. Diagnostics at that time revealed high impedances on all contacts. The physician then connected the existing leads to an external pulse generator (epg), and the high impedances remained, thus the physician concluded the leads were the cause of the impedance issue. The physician reconnected the leads to the new ipg, completing the implant procedure. To address the issue, the physician plans to perform a lead revision at a later date.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2019-05045.

Manufacturer narrative:
The reported event was not confirmed for high impedance. As received the lamitrode was cut into multiple segments, consistent with explant damage. As result, no conclusive assessment could be obtained.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-05045. Reference MFR. Report: 1627487-2019-07556. Devices were received for analysis along with a previously unreported 3383 extension. The extension has been added as a third reportable device.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05045. Follow up information identified the physician opted to explant the scs system and replace it with a competitor¿s ipg and leads on (B)(6) 2019. It was also discovered the patient had one exclaim paddle lead and one octrode lead instead of the originally thought two octrode leads.